Manufacturer narrative:
The reported event could not be confirmed since the medical records and the explanted devices were not returned to manufacturer. The hospital discarded the explanted device(s). The medical records were requested, but not provided. The catalog number and lot code for the reported device(s) was not provided either. The product experience reporting database shows that there have been other reported events for loosening since launch of the triathlon system, which is a known inherent risk of knee arthroplasty and stated in the instructions for use. No device related trends are noted. A root cause could not be determined as no information was provided to evaluate the event. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "loose." The exact implantation date was not provided, however, it was indicated that the reported device(s) was implanted 3 years ago.